Event description:
Compressions of unit too slow, compression to ventilation ratio varies from 3:1 to 2:1 after 10-30 minutes.

Manufacturer narrative:
Units used for unk extended periods causing extensive wear on components. Opinion of ER nurse that failure of device did not cause death or contribute to death of pt. Complaint confirmed. Units compression to ventilation inconsistent. Ranging 3:1 to 2:1. Worn ratchets in lon. Replace lon due to worn ratchets. Replace vor due to disasembly for inspection. Replace quad ring piston bearing, clean and lube dome. Piston bearing shows excessive wear. Unable to obtain ventilator data due to unit not functioning properly.